Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on 09/09/2017. It was reported that the patient was in the car in the garage at home and the patient's wife knew that he was running low; however, the patient did not want to take the glucose tabs. The patient's wife noticed that the patient became unresponsive, so she gave him glucose gel and a glucose tablet by mouth and called emergency medical services (ems). When the paramedics arrived, they did a finger stick and the value was 35mg/dl and the cgm was reading 59mg/dl. The ems treated the patient with intravenous (IV) therapy and observed the patient for an hour. Another finger stick was performed, and the patient's bg was 231mg/dl, the patient was stable and the paramedics left. The patient refused to be taken to the hospital. At the time of contact, the patient was doing good. No additional patient or event information is available. No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined. Reportedly, the patient did not calibrate after the inaccuracy. Dexcom labeling indicates: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes. Furthermore, the guide states: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value.